Event description:
It was reported via repair work order that the hydraulic jack at the head end would not raise.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.